Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the guard pc card. The system operates as intended.

Event description:
The customer reported that the pb ipc reboots intermittently. No pt injury was reported.